Event description:
It was reported that exterior of package was damaged, patient templated to a size 7 or 8. Sales rep decided to open package to ensure the blister pack was still intact, it was not and had a crack.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive/incorrect handling whereby the packaging appears to have been compressed/damaged to the extent that the bottom of the outer blister cracked under compressive force. DHR review for the reported lot determined that the device was manufactured and packed to specification. A chr review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive/incorrect handling. No further investigation for this event is possible at this time.

Event description:
It was reported that exterior of package was damaged, patient templated to a size 7 or 8. Sales rep decided to open package to ensure the blister pack was still intact, it was not and had a crack.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.